Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid at 1.2 mg/day. The indications for use were non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported noticing wetness at the back incision a "few weeks" after implant in (B)(6) 2016. He also apparently had a seroma around the pump. He went to the emergency room and was given antibiotics. The patient also reported diarrhea, which he attributed to the antibiotics. He also apparently had a cast on his arm, and at some point reported hitting his pump site with the cast, at which point he stated the stitches/staples popped out. The health care provider (hcp) felt the patient may have removed the staples/stitches himself. The patient had a seroma around the pump as well, and at some point stated that it "burst". The entire system was removed on (B)(6) 2016, and an attempt was made to close the potential csf leak as well. A culture was also done during the explant to check for possible infection. The change in therapy/symptoms was sudden. The patient first noticed symptoms "a few weeks" after implant. Both devices (pump and catheter) were potentially related to the event. The reported symptoms were unlikely related to the drug. The situation was being addressed by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.